Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0tn4t, implanted:(B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0tn4t, implanted:(B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was feeling strange, woozy, and lightheaded. The patient was not feeling like they usually do. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.